Event description:
It was reported that a blank screen and a continuous alarm occurred. A hard reset of the device was performed but it did not fix the issues. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with chipped out on lower right front corner of top case also cracked on right plunger case and broken screw stand-off on bottom case. The tamper seals were broken. There was no evidence of the error recorded in the event history log (unable to view ehl due to constant alarm with no display). The customer reported problem was verified/duplicated during functional testing. The device powered up with constant alarm and with a blank screen. The issue was relating to the main board as it did not operate as intended. The investigation found that the blank screen with constant alarm was caused by incorrect process for software update by customer. For corrective action the main board was replaced. Preventative maintenance was performed and all functional testing. The root cause was traced to the customer. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer and attached on 10 october 2022, no patient was involved.